Event description:
Add'l info received from reporter on (B)(6) 2017 for report #mw5070711. Reporter wanted to add next of kin contact info: (B)(6); (B)(6).

Event description:
Vehicle accident from black ice on road on mountain going down hill on mt. Rolled over into deep hole. Thoracic spine fractured in 14 places. I didn't come together for about 3 years and still not. Didn't know what happened. I didn't know if I was alive or not, there was so much pain. I ask myself how did I live. Problem is worse the last few years. White blood cells are hi-leukocytosis. Given blood transfusion. Pain so bad it makes it hard to think. Worse feeling in arms and legs. Leukocytosis from bone marrow. Stayed high according to medical records. Did not have this before surgery. Problem is rods are in too deep. It will have to be life or death now. I'm losing feeling in hands and feet and sometimes black out. I have been given ibuprofen which seems to be unhelpful and wasteful. Ps. I have asked and requested the manufacturer's name of the rods and the bone marrow. In one doctors note it states about the bone marrow and blood disorder. The person sounds like he has to wait for me to die because then he will not pay for his mistake.

Event description:
Add'l info received from reporter on october 29, 2019, report mw5070711: reporter updated address and phone number.